Manufacturer narrative:
(B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found numerous kinks throughout the hypotube. A visual and tactile examination found the tip was damaged. A visual and tactile examination found the shaft was separated at the port bond. There was shaft buckling/damage near the separated end. The stent was detached from the sds and received on the separated end of the shaft. The stent struts that were bent and lifted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were crimp marks on the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was further reported that the ptca wire used was very tacky and when the stent delivery system was advanced over the wire, the device became stuck. When the technician attempted to clean the wire, the physician pulled the stent off the wire which caused it to be broken apart.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage and shaft break occurred. A 2.50x16 synergy ii drug-eluting stent was selected for use to treat the lesion. However, upon loading the stent, it was noticed that the stent was messed up. The device was never used inside the patient. The procedure was completed with another 2.50x16 synergy stent. No patient complications were reported and the patient's status was good.